Event description:
It was reported the patient was walking through a store and ¿must have walked closer to the security gate¿ because they felt a ¿zap,¿ which lasted for a second. The patient did not have their programmer with them at the time, but confirmed that their stimulator was still on when they got home. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# va07161, implanted: (B)(6) 2013, product type: lead. (B)(4).